Event description:
It was reported that a pt diagnosed with degenerative disc disease with history of an alif at l5-s1 underwent surgery with posterior fixation at l4-5. X-rays taken in 2008, revealed a broken rod on the right side of the construct. No revision surgery has been planned. No pt complications were reported.

Manufacturer narrative:
Device remains implanted. Device has not returned to medtronic for eval. Unable to determine cause of the event.